Event description:
The patient was taken to surgery due to a right ovarian mass, ovarian torsion, right lower quadrant paint and to rule out appendicitis. The surgeon attempted to use the pk gyrus cutting forceps and it would not work. The or staff retrieved another cutting forceps for the surgeon, and the case resumed with no further issues. There was no injury to the patient.